Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. Customer stated insulin pump not delivering insulin properly using a manual bolus of 20u, it delivered 13u only. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip and stained address or serial number label. (B)(4).